Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Patient age not available from the site. Patient sex not available from the site. No parts have been received by the manufacturer for evaluation. Logs have not been received.

Event description:
A medtronic representative reported that while performing a registration during a cranial biopsy, the 1st dot was on the chin and then the rep moved it to the nose. When the surgeon moved the 1st point to the nose the 2nd dot jumped to the top of the head. When the surgeon started tracing the tracer pattern was above the patients head, the pattern seated back on the patient and registration was successful. The surgeon was accurate as well. After the probe was locked the tip stop point was 82 mm. The views showed the biopsy needle well within the target but the depth gauge showed that it was about 12mm to target. The site had a successful sample taken. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient weight not available from the site. Additional information: patient gender, male.